Event description:
An endurant iis stent graft was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The bifurcated stent graft was implanted via the right femoral approach and an endurant iliac limb extension to just above the right internal artery and an endurant contralateral iliac limb via left limb. It was reported that a type iii fabric endoleak was seen at the level of the right iliac limb in the proximal wider part of the right internal common iliac artery. The contralateral iliac limb had good distal seal in the right internal common iliac artery, with a seal zone of 30mm in length. A second pta with the reliant balloon and selective angiography in the right internal common iliac artery identified the type iii fabric endoleak at the same location. The physician elected to implant another endurant iliac limb and the type iii fabric endoleak was resolved. Per the physician, the exact cause of the event is unknown but may be device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak reported at the end of the procedure could not be determined from the films provided. Pre-implant films showed that the aorta and iliac vessels were extensively calcified and the aaa was filled with thrombus. Angiograms during implant revealed that the distal end of the ipsi/right limb was ~20mm above the origin of the distal aorta, and the right limb was extended with another endurant limb into the distal portion of the right common iliac artery. The overlap between the 2 right limbs measured ~4cm and there also appeared to be adequate 3cm overlap within the contra gate. A single contrast injection was seen performed from above the level of the suprarenal stents, and no clear endoleak or any other issues were observed. However, the films returned were limited to this single angiogram. No endoleak interrogation to help determine the source and rule out other endoleak source(s) was seen, only a single imaging view point (a-p) was observed, perfusion of background vessels along the right common iliac may have obstructed any subtle endoleak, and films post-intervention which resolved the endoleak were not returned for comparison; thereby, making assessment of the endoleak difficult. Although a type iii fabric endoleak cannot be ruled out, this more like ly would have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. Images after the reported intervention which resolved the reported endoleak were not seen in the returned films and not available for comparison. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Films review summary: the exact type and cause of the endoleak reported at the end of the procedure could not be determined from the films provided. Angiograms during implant revealed that the bifurcate was extended with another endurant limb into the distal portion of the right common iliac artery. Angio injection showed contrast blush which appeared to be coming from right distal aaa, in the unsupported area just below the junction of the bifurcate ipsi limb and right limb extension, where fabric changed from 2 layers to a single layer. After additional ballooning was performed, angio injection again showed contrast blush coming from same location. Another endurant limb was then seen implanted into the right limbs, overlapping the full length of the initially implanted right limb extension, and final angio showed likely resolution of the endoleak. Although a type iii fabric endoleak cannot be ruled out, this was more likely an acute type IV blush endoleak caused by fabric porosity across a single layer of limb fabric. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.